Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited intermittent high out of range pacing impedance measurements and noise. It was reported that all other lead measurements were stable and acceptable. An invasive procedure was performed. The lead was surgically capped and abandoned and a new lead was implanted. No additional adverse patient effects were reported.